Manufacturer narrative:
The device was received for evaluation. During functional testing, a blank screen was reproduced as a white screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed processor printed circuit board (pcb) which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen. This occurred during a power up. There was no patient involvement. No additional information is available.